Event description:
There was no patient impact associated with this complaint. On (B)(6) 2012, the patient contacted animas alleging that insulin was pushed out of tubing during the load step. The patient reported the issue occurred using two different cartridges. The alleged issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 11/23/2012 device evaluation: a retained cartridge sample from lot # b201775 was evaluated. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Follow up #2 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed three "no cartridge detected" warning recorded on the reported failure date. There were multiple "loss of prime" warnings recorded as well. On examination, there was evidence of moisture corrosion in the battery compartment. On testing, the pump powered on normally. Several ez-prime procedures were performed with the pump priming successfully. The force sensor was tested and noted to be within specification. A leak test was performed and revealed a battery compartment leak. The pump was opened for further investigation and revealed moisture corrosion on the force sensor flex pins, printed circuit board sockets and a component on the printed circuit board. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.